Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 32/-4; cat#6570-0-032; lot#61256902 bowed conical stem 19 x 195mm restoration modular hip system; cat#6276-7-219; lot#caxt90wa. Md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#66826307. Md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#66826307. Md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#61682902. Md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#63677510. Md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#66505402. Md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#64867403. Md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#63014803. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to infection. A 27 +20 restoration modular proximal body and 32 -4 biolox head were revised to 25 +20 v40 restoration modular proximal body and 32 +4 lfit v40 head.